Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic lobectomy procedure, after the tissue was clamped, the doctor wanted to fire it. After the green activated safe button was pressed normally, there was a situation in which it could no longer be activated normally. The surgeon used a different manufacturer's stapler to complete the procedure. There was no patient injury.